Event description:
When this pt's chest tube was being removed it fractured. The retained fragment of the chest tube was surgically removed under general anesthesia. The chest tube had been in place approx 3 weeks before it broke on removal.